Manufacturer narrative:
The lot number provided for the test strips was not valid, so it was not possible to determine a manufacture date.

Event description:
The customer called for help with his meter. While troubleshooting, the customer performed normal control tests and received results of 182 and 184 mg/dl. The normal control range is 74-107 mg/dl. The customer did not allege any adverse events. The meter and test strips are to be returned for evaluation, and replacement products will be sent.